Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strip. Most likely underlying root cause of malfunction: strip issue. User is testing with expired test strips.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 145mg/dl -180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is more than 120 days; therefore strips are past open expiration date. The meter memory was reviewed for previous test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. User is testing with expired test strips.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 145 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is more than 120 days; therefore strips are past open expiration date. The meter memory was reviewed for previous test results: (B)(6). Adverse event not reported.